Manufacturer narrative:
Date of initial report: 5/15/2007.

Event description:
Procedure: left hepatic lobectomy, caudate lobe resection, cholecystectomy, common bile duct excision, roux-en-y hepaticojejunostomy to the right anterior/posterior hepatic duct. Reportedly, the surgeon was using the instrument to divide the mesentery for the roux loop. After the third firing of the stapler, it would not open. They had to divide the mesentery along the closed stapler, which resulted in a large mesenteric hematoma, and an add'l 10cm of small bowel proximal to the original division point had to be resected. This added 1/2 hour to the case. At the end of the case, there was oozing noted from the center of the staple line placed by the second use on the left lateral segment hepatic vein. It had separated requiring placement of two 5-0 sutures.